Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. Therefore, the occurrence of this failure condition could be caused by: not enough thf solvent at joint. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that during the use of the product, the inflation line got detached. No patient injury.